Event description:
The first year I received the essure I was fine. Gradually, as the months went on, I started to have debilitating pelvic pain only on one side, and it is the lower pelvic area, where pain medication does not even help I have been to the hospital several times with no infection or any specific reason as to why I am in so much pain. I went to (B)(6) the essure and found others had the same problem I am having. So I am going to schedule to have them removed, so I can have my life back.